Manufacturer narrative:
(B)(4): the alleged inaccurate reading was observed on the error log, but pa was unable to reproduce failure with control solution. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. G5:510 (k) k110637.

Event description:
The pharmacist contacted lfs alleging that a patient had mentioned inaccurate readings with their one touch verio iq meter compared to other meters. The pharmacist did not have the patient's test strips with him at the time of the call. The patient had an ultra meter , a competitor mete and his verio iq meter with him and compared all 3 meters. Per pharmacist the patient had ran a quality control test and the test strips passed using the control solution. Pharmacist mentioned that the patient had developed hypoglycemic symptoms and had no further clinical information. Medical surveillance sent follow up questions and the customer care advocate (cca) spoke to the patient and obtained the following information: the patient did not recall the time and date of the comparison and did not have the meters with him at the time of the call to provide the readings he had obtained. The patient mentioned that he was not feeling well and had symptoms of feeling dizzy and feeling "legless." The patient had developed the symptoms before and after testing. The patient self-treated with a glass of coke and felt better 20-30 minutes later. The patient usually tests around 6x a day and takes novorapid insulin 3x a day and levemir at night. A normal reading for the patient is around 80-110 mg/dl. The product was replaced. At this time there is no evidence that a serious injury occurred since the patient's symptoms are not suggestive of a serious injury. The complaint is being reported since the patient alleged that due to the alleged high reading, and developing non-serious symptoms, the patient felt better after drinking soda.